Event description:
The patient was a 87-year-old man under investigation for suspected lung cancer and mediastinal adenopathies who needed a quick diagnosis. Several attempts were made to perform a needle aspiration of left and right lower paratracheal lymph nodes (mediastinal stations 4l and 4r) that led to bend of five cook echo-hd-22-ebus-p echotip ultra® needles (pr378595) and subsequent fracture of two of them inside their sheaths (pr378602). Fortunately the procedure ended without complications but with very few samples. Note: user error stylet was partially removed when advancing to the target site. Answers to additional questions: the needle was visualized wedged into the left lateral tracheal wall. The ebus bronchoscope was withdrawn and a standard flexible bronchoscope was inserted into the airways to remove the needle. An attempt was made to remove the needle with forceps but we lost sight of it and could not be found during bronchoscopy. Control images have not shown it and the needle could have been aspirated during the flexible bronchoscopy. The patient is in close follow-up because a needle fragment could have been lost in the distal airways.

Manufacturer narrative:
Common device name: fcg kit, needle, biopsy.